Manufacturer narrative:
It was reported that the gastrostomy tube was inserted (B)(6) 2018 wherein the balloon was inflated to 10 cc and the external bumper was made appropriately snug with the external mark at 3cm. Per report, on (B)(6) 2018, the gastrostomy tube's balloon broke resulting in the gastrostomy tube falling out from the patient. The gastrostomy tube was subsequently replaced. Due to the reported incident, this medwatch is being filed. The sample is not available to be returned for evaluation. A root cause could not be determined at this time. No additional information is available. If additional information becomes available, a supplemental medwatch will be filed.

Event description:
It was reported that the gastrostomy tube's balloon broke and was subsequently replaced.